Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records identified that the patient underwent a revision procedure due to pain and elevated metal ions. The patient had high cobalt levels prior to revision and the cobalt levels returned to normal after the revision. During the procedure, corrosion was noted at the head/neck junction. Altr and alval were observed. The necrotic tissue was debrided. The femoral head and liner were removed, and replaced with new zimmer biomet products. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an initial left total hip arthroplasty and was subsequently revised three years later due to pain and elevated metal ions. During the revision procedure, significant tissue damage, altr, and pseudocapsule were noted due to implant corrosion and debris. The femoral head and liner were exchanged without complication.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in the op notes received that the patient had the head revised due to pain and elevated metal ion levels.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, unknown head, lot #: unknown. Item #: unknown, unknown liner, lot #: unknown. Item #: unknown, unknown cup, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03437, head.

Event description:
It was reported that the patient underwent a revision surgery approximately three years post initial total left hip implant for an unknown reason. Attempts were made to obtain additional information; however, none was available.